Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: uterus,essure left side misplaced"), embedded device ("embedded within the bilateral cornual regions") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion and breast tenderness. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, endometriosis, paratubal cyst, intestinal adhesions, cervix inflammation and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In june 2016, the patient was found to have weight increased ("weight gain"). In december 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), fatigue ("fatigue"), pain in extremity ("legs pain") and pelvic adhesions ("numerous adhesions"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),oophorectomy and hysterectomy with salpingectomy (bilateral),oophorectomy, enterolysis, left ureterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, dyspareunia, weight increased, pain in extremity and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain lower, abdominal pain, back pain and fatigue had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pain in extremity, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the surgery. Plaintiff was left with permanent scars after the surgery. Plaintiff underwent a laparoscopy, hysteroscopic removal of left essure device, right salpingectomy and left salpingo-oophorectomy performed, which resulted in the removal of the essure coils. Discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2014. Current weight as (B)(6) 2019: 190 lbs. Approximate weight at the time of essure placement 170 lbs. Hysterectomy surgery (B)(6) 2018 and on (B)(6) 2016, unilateral salpingo- oophorectomy¿ left, unilateral salpingectomy - right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: positive. Ultrasound scan - on an unknown date: embedded implant on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, dyspareunia, displaced essure device. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Reporter's information and medical history was added. Event added: embedded within the bilateral cornual regions. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: uterus, essure left side misplaced") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), fatigue ("fatigue"), pain in extremity ("legs pain") and pelvic adhesions ("numerous adhesions"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, dyspareunia, weight increased, pain in extremity and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain lower, abdominal pain, back pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pain in extremity, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the surgery. Plaintiff was left with permanent scars after the surgery. Plaintiff underwent a laparoscopy, hysteroscopic removal of left essure device, right salpingectomy and left salpingo-oophorectomy performed, which resulted in the removal of the essure coils. Discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2014. Current weight as of (B)(6) 2019: 190 lbs. Approximate weight at the time of essure placement 170 lbs. Hysterectomy surgery (B)(6) 2018 and on (B)(6) 2016, unilateral salpingo- oophorectomy¿ left, unilateral salpingectomy - right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: uterus/ migration of essure device location of device: uterus, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s), weight gain, legs pain, numerous adhesions. Lab data was updated. Concomitant condition was added. Reporter information was added. Explanted date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (left laparoscopy, hysteroscopic and right salpingectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue and pelvic pain to be related to essure. The reporter commented: most of her symptoms resolved after the surgery. Plaintiff was left with permanent scars after the surgery. Plaintiff underwent a laparoscopy, hysteroscopic removal of left essure device, right salpingectomy and left salpingo-oophorectomy performed, which resulted in the removal of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.